Event description:
It was reported that: manta device would not connect to the manta sheath. Doctor thinks it could be due to the bypass tube being slight off and not covering the footplate. Additional information: the procedure was a tavr. There was some buckling and bending of the sheath while attempting to insert the bypass tube. The physician used a second manta device but kept the original sheath to close. There was no medical or surgical intervention after the issue and there was no reported harm or consequence to the patient.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the bypass tube met with some difficulty and could not be locked into the manta sheath valve. The first 18f manta device was removed and a second 18f manta device was opened and deployed, completing closure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Procedure requirements state the manta closure must be deployed using the manta sheath provided in the manta package; do not substitute any other sheath. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow-up report will be submitted after investigation.

Event description:
It was reported that: manta device would not connect to the manta sheath. Doctor thinks it could be due to the bypass tube being slight off and not covering the footplate. Additional information: the procedure was a tavr. There was some buckling and bending of the sheath while attempting to insert the bypass tube. The physician used a second manta device but kept the original sheath to close. There was no medical or surgical intervention after the issue and there was no reported harm or consequence to the patient.